Event description:
Information received from the field does not address the patient's clinical status but notes that at the post-implant follow-up, the atrial lead impedance was <250 ohms in uni- polar and 293 ohms in bipolar. The patient was post CABG (coronary artery bypass graph) and her atrium was small. The sensing was programmed to unipolar tip and pacing to bipolar configuration. Normal follow-up procedures will continue.